Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room (ER). Device interrogation showed device unable to measure left ventricular (lv) lead threshold. It was there was high threshold. The patient is scheduled for lead revision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.